Event description:
It was reported the patient had neuropathy and sharp, shocking pains in their legs which ¿are horrible¿ for the last six months. The patient had also had numerous falls which had resulted in broken ribs and ¿other issues¿ for the last six months as well. It was also noted the patient had a brain aneurysm with plans to see a neurologist however no date was set yet. The patient also had a nuclear bone scan by an orthopedic health care provider (hcp) and he reportedly commented about a possible fracture in the patient¿s catheter. The specific timing of each adverse event and the date of the study was not provided. The device system was used to deliver clonidine and dilaudid currently. No further information was reported. Additional information has been requested including what caused the falls, if there were any device system issues, if the catheter fracture was confirmed and how, if any surgical intervention occurred and how the patient was now doing but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).